Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead incurred electrode end, insulation and lead body damage during the procedure. The lead was never in service. No adverse patient effects reported.